Manufacturer narrative:
After the event, the device was checked by an arjo technician. The functional test did not reveal any malfunction. The lift battery was discharged. The maxi move instruction for use (001.25060) contains information: ¿the following check should be carried out daily: ensure that the battery pack is always fully charged.¿ ¿if electrical power falls completely due to battery power loss or other electrical malfunction. The jib can be lowered by first raising the red colored emergency lowering lever on the rear section of the mast.¿ ¿warning: do not attempt to move the lift by pulling or pushing on the mast, the jib. The spreader bar or the patent as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift.¿ the caregiver started to move the lift by pulling and pushing the patient. This situation might have disrupted the stability of the lift and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Event description:
Arjo was informed about an event involving arjo passive floor lift maxi move and sling (model maa4000m-xxl serial number (B)(4) ). The customer reported that a patient was transferred from a wheelchair to a bed. The lift was placed next to the bed to place the patient on the bed. When the caregivers attempted to lower the patient, noticed that the device was not high enough to lower the patient to the bed. At this moment, the lift battery became discharged and the device stopped working. The caregiver started to panic and attempted to manually pull and push the patient onto the bed. This situation caused the lift to tip over. No injury was reported.